Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 520 mg/dl. Elevated blood glucose was addressed with a correction bolus via manual dose injection. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.